Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrode has been used and bio debris is present. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found an e7 error when the wand was connected. When used with a bypass box, coagulation and plasma were generated as intended. No error messages were observed. The resistance measured at 1.05 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6 medical device problem code was corrected.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation determined that user or procedural variances could not be ruled out as potential factors contributing to the reported event. The device instructions for use does caution ¿when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage.¿ please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: h2: additional information on b5 and h6 (health effect - impact code).

Event description:
It was reported that, during a shoulder ask procedure, the ambient super turbovac wand displayed an "elevated temperature 43 degrees" error message. After a short pause, the message went out. After the procedure, a 2nd degree burn was detected in the area of the surgical access, where the fluid drained. The procedure was completed without delay using a smith and nephew back-up device. The patient is at home, wound has healed; prolonged hospitalization was not required. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder ask procedure, the ambient super turbovac wand displayed an "elevated temperature 43 degrees" error message. After a short pause, the message went out. After the procedure, a 2nd degree burn was detected in the area of the surgical access, where the fluid drained. The procedure was completed using a smith and nephew back-up device; however, it is unknown if there was a surgical delay. No further complications were reported.